Manufacturer narrative:
Event: the event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that with system controller exchanges, the patient passed out and felt awful.

Manufacturer narrative:
Section d4: device information was requested but was unknown to the site manufacturer's investigation conclusion: the reported event of a controller exchange was not confirmed. Attempts were made to gather information regarding any previously unreported controller exchanges and the reasons why. The hospital did not have any information regarding that as the patient was transferred to them from a different hospital. To date no further information has been provided. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were unable to be reviewed due to no serial number for the heartmate 3 system controller being provided heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.